Event description:
It was reported that the reservoir experienced an air bubbles anomaly. The customer stated that she got to the fill tubing part of the prime process and was unable to reach the fill cannula step. She reported that two weeks ago, the insulin pump had alarmed no delivery due to an empty reservoir. She stated that she had tried to put in a new reservoir and became frustrated during the process. She put the filled reservoir into the refrigerator and took it out later to be used. She noted that she saw an air bubble in the reservoir, which she purged out using the plunger. She stated that the bubbles were about a third of the size of a penny. She was advised to discontinue use of the reservoir which she had filled after 3 to 4 days. She stated that she had filled it 2 weeks prior. She did not know the blood glucose reading. Upon troubleshooting, the customer was able to prime and exit the priming loop successfully. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.